Event description:
It was reported that the foley catheter balloon was found to be ruptured during the pretest.

Manufacturer narrative:
The reported event was confirmed as manufacturing related as a lumen to lumen leakage was observed by the customer during pretest and it could have been mistaken for balloon leakage. Although an exact root cause could not be determined a potential root cause could be: stylet puncture during use. Lumen compromised by a puncture or cut. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labelling review was not required as labelling would not prevent the reported event. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter balloon was found to be ruptured during the pretest.